Event description:
According to reporter the product in situ, but was not centered within the stomach. The reporter stated the product was removed. Upon removal, it was noted that the reinforcement wire was exposed and protruding. The trach required replacement with a new product. The pt suffered no injury or distress.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.